Event description:
On 9th june 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that there was a dent/imperfection in the centre of the iol immediately following implantation into the eye necessitating device explantation and iol exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there was a dent/imperfection in the centre of the iol. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 123229234 showed that all manufacturing and quality checks were conducted with successful results a review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 123229234. There is insufficient evidence and information available to determine the nature and/or origin of the damage to the optic post implantation.